Event description:
It was reported that the patient had experienced chronic intermittent infection which had been ongoing since original implantation. The patient had not had meningitis. Signs and symptoms of the infection had included wound erosion. The primary location of the infection was behind the patient¿s ear at the connection block.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type lead; product ID 3389-40, lot # j0300439v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).